Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician was undergoing a coil embolization procedure to treat a fistula in the occipital branch using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance past the friction lock within its introducer sheath. The physician made multiple attempts to advance the smart coil; however, it was unsuccessful. Consequently, the pusher assembly of the smart coil became bent and, therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report. 1. Section d. Box 4. Lot number and expiration date.